Event description:
This case was reported by a lawyer via a legal claim and fact sheets and described the occurrence of neuropathy in a male pt who used super poligrip original (B)(4) as a denture adhesive. A physician or other health care professional has not verified this report. The pt began using super poligrip original and fixodent original daily in the mid-1990s. He used poligrip only when fixodent was not available and last used the product in the spring of 2008. He used approximately one to two 2.4 ounce tubes of super poligrip original monthly and one to two 2 ounce tubes of fixodent original monthly. The pt experienced foot tingling in 2004, peripheral foot distress and pain in 2005, and pain and numbness in the legs in 2005. He was diagnosed with neuropathy in the feet and legs in (B)(6) 2007. At the time of reporting, the pt continued to use fixodent original and the events were unresolved. The manufacturer's report number for this case is 9681138-2009-00191. Super poligrip original is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).